Event description:
It was reported that two devices were used during a laparoscopic nissen procedure. The suture assistant grasper portion broke off during surgery and fell inside the pt. It was retrieved from the pt. Another device was used to complete the case. There was no further consequence to the pt.